Event description:
Information was received indicating that during use of the cassette, the pump exhibited a "no disposable, clamp tubing" alarm. It was reported that the error occurred on both of patient's pumps. Per reporter the patient was able to subsequently change to a new cassette to resume infusion. No adverse patient effects were reported